Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose events to the 40s while using the ilet system, associated with announcing meals based on current glucose rather than carbohydrate amount, announcing low- or no-carb snacks, and announcing meals after glucose was already rising; the user temporarily disconnected from the pump following nocturnal hypoglycemia. Symptoms included nervousness, anxiety, sweating, and numbness. Outcomes included self-treatment with oral carbohydrates and continued home monitoring without medical intervention or hospitalization. Investigation included review of user-reported data and troubleshooting with education on proper timing and appropriateness of meal announcements. Investigation of this case revealed user technique issues, including announcing snacks without meaningful carbohydrates and announcing meals late, which likely contributed to excess insulin delivery during rising glucose. It was concluded that the event was related to user technique and that education on correct meal announcement practices was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.